Event description:
It was reported by an attorney that the patient underwent a left inguinal hernia repair on (B)(6) 2011 and mesh was implanted. It was reported that following insertion the patient experienced pain with associated swelling in the area of the left groin at the location where mesh was implanted. Due to persistent pain in the area of the left groin / left thigh / left testicle and swelling in the area of the left groin, it was reported that the patient underwent a left groin exploration surgery on (B)(6) 2013, where mesh was found to have eroded into the ilioinguinal nerve and mesh was explanted concurrently with a revision of the prior left inguinal repair.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.